Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as probable central non-infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An eye care professional reported a central corneal ulcer in the right eye of a male pt associated with wear of o2optix contact lenses. The pt experienced a burning sensation upon insertion. Despite several attempts to wear the lens, the burning sensation continued. The pt was referred to an ophthalmologist for unspecified treatment lasting 15 days. Request has been made for add'l info, however, no further info has been provided.